Manufacturer narrative:
The physician was wiping the neuroscout guide wire with a wet gauze as it was being pulled out of the prowler lpes microcatheter a small piece of debris was noted. While continuing to pull out the neuroscout, bleed back was allowed from the prowler. With follow-up angiogram, no vessel drop out or abnormalities were noted. The decision was made to continue with the coil embolization and no further debris was noted. It is unknown were the piece of debris came from, gauze or sterile blue towels, but it was included with the returned devices. The patient suffered no ill effects from this complaint, and was a/o x3 after waking from anesthesia. The procedure was a stent assisted coiling of an unruptured middle cerebral artery (mca) aneurysm. The prowler lpes was placed in the aneurysm over the neuroscout guide wire using a semi jailing technique with a 22mm enterprise spanning the neck of the aneurysm. The enterprise vrd system was used with a prowler select plus 150/5cm microcatheter without any issues. A piece of tape which contained blue debris was received in a bag with the returned devices. Ftir analysis determined that the returned foreign material (blue debris) found during the procedure is a cellulosic-based polymer such as cotton. The returned prowler select plus microcatheter was inspected and no damages were noted. The returned material, identified by ftir analysis as cellulosic-based polymer, such as cotton, is not used during the manufacturing process of the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15097665 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. While it is not possible to eliminate entirely, the possibility of the device contributing in some way to the debris encountered during the procedure, the available evidence does not support any correlation. It is standard practice and as reported, in addition to blue towels used on the sterile field, wet gauze was used to wipe down the guide wire as it was being removed from the microcatheter. It is likely that this was the source of the debris found on the neuroscout outside of the patient. There was no damage or material degradation on the returned devices. Given that the devices remain intact and viable without degradation and no evidence of this material found in the manufacturing process no corrective action will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report #1058196-2010-00190 and #1058196-2010-00191.

Event description:
The patient underwent treated for an unruptured mca aneurysm. The physician was attempting to stent coil this aneurysm using the "semi jailing technique." The lpes was placed in the aneurysm with 22mm enterprise spanning the neck. The physician was then pulling the neuroscout wire out of the lpes when he noticed a small piece of debris. He continued to pull the neuroscout wire out and allowed the lpes to "bleed back." He then shot an angiogram, and noticed no vessel drop out or abnormalities. He then decided to continue with the coil embolization, and no further debris was noted. The patient suffered no ill effects from this complaint, and was a/o x3 after waking from anesthesia. Additional information indicated that one neuroscout guidewire and two microcatheters were returned for analysis. The prowler lpes 45 (606-s155fx/15097665) was utilized with the neuroscout guidewire, and during removal, the physician was wiping the guidewire with a wet gauze, when he noticed the blue speck on the guidewire. It is unknown were the piece of debris came from, gauze or sterile blue towels, but it was included with the returned devices.

Manufacturer narrative:
The second microcatheter (select plus 150/5 cm-606s255x/15042228) was utilized with the enterprise system without any issues, but was return because the microcatheter was made available for analysis. However, no complaint was generated for the device. This one of two products used during the same procedure on the same patient, which is associated with MFR report #1058196-2010-00190 and #1058196-2010-00191. Additional information will be submitted within 30 days upon receipt.